Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Manufacturer narrative:
(B)(4).the additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box.this is one of three device reports that are associated with this event. The associated manufacturer report numbers are 1225714-2014-06649, 1225714-2014-06650 and 2937457-2014-01751.additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received alleged that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2009 after use of the product.